Event description:
Ureterocele puncture through a cystoscope. A wire was placed through the cystoscope to the fluid-filled bladder. Surgeon instructed the conmed representative to what wattage. The physician started the generator in general mode, cut at 25 with no effect. A change to fluids mode was made at cut with no effect and same process under coag was attempted at 25 watts with no effect. An increase was made to 28 watts under cut, fluid mode, and then 32 wats where an effect was seen. Pt was readmitted to the ER the following day with a urinary infection from perforation of second wall, surgical repair was required.

Manufacturer narrative:
It is uncertain if the suspect device is available for return. Conmed canada service center is currently making efforts to retrieve the suspect system 5000 to conduct a thorough investigation. Further info, once obtained, will be forwarded to FDA offices with a follow-up medical device report.